Event description:
It was reported that the chair would slide and pivot when locked into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the chair would slide and pivot when locked into place. No defect was alleged with the unit, and it was found that this issue was happening when patients were loaded/unloaded on uneven ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
To resolve this issue for the customer, feedback back was provided recommending that the customer load/unload patients on even ground as well as informing the customer that the brakes were designed to prevent wheel rotation only. No further feedback is required at this time.

Event description:
It was reported that the chair would slide and pivot when locked into place. No defect was alleged with the unit, and it was found that this issue was happening when patients were loaded/unloaded on uneven ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.